Event description:
It was reported that the power module was dropped on the floor and needed repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the damaged housing and damaged vent bands on the power module (pm) (serial #(B)(6) was confirmed. The pm was returned to the european distribution center (edc) for evaluation and testing. The pm booted up as intended. During testing a yellow wrench alarm was observed while connected to the load box fixture. The main print circuit board (pcb) was replaced resolving the yellow wrench alarm. The damaged covers and vent bands were replaced. The pm was returned to the rental pool. The replaced main pcb was returned to product performance engineering (ppe) for further testing. The previously observed yellow wrench alarm was unable to be reproduced. From the information provided, a root cause for the reported event was due to the power module being dropped. Device history records were reviewed. The device showed no deviations from manufacturing or qa specifications. Power module (serial number (B)(6) was shipped to the customer on 19jan2011. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.